Manufacturer narrative:
(B)(4). Excessive force. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The xience pro is currently not commercially available in the us. The product code and the PMA# listed are based on the predicate device (xience v) and is therefore similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a de nolvo lesion located in the heavily calcified, moderately tortuous, 95% stenosed, distal left anterior descending artery. Pre-dilatation was performed with a 1.5x8 mm balloon, after which an attempt to cross the lesion was made with a 2.5x15 mm xience pro stent delivery system (sds). The sds would not cross due to the heavily calcified anatomy. Force was used in the attempt which resulted in a proximal shaft separation. An unspecified sds did cross to complete the procedure. No adverse patient effects or clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft detachment was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. It should be noted that the xience pro everolimus eluting coronary stent system instructions for use states: if unusual resistance is felt before the stent exits the guiding catheter, do not force passage. Resistance may indicate a problem and the use of excessive force may result in stent damage or dislodgement.